Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads falling apart, pin comes off and the head moves, had pin in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via phone on 16-mar-2017 that oral-b power oral care refills precision clean were falling apart after 2 to 3 weeks of use with an oral-b rechargeable toothbrush, version unknown. The reporter stated the pin comes off and the head moves, and he/she had the pin in his/her mouth. The consumer had previously used this particular version of the product. No symptoms developed.

Manufacturer narrative:
On 12-apr-2017 product investigation results: reporter returned 1 toothbrush head on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brush heads falling apart, pin comes off and the head moves, had pin in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer, age and gender unspecified, reported via phone on (B)(6) 2017 that oral-b power oral care refills precision clean were falling apart after 2 to 3 weeks of use with an oral-b rechargeable toothbrush, version unknown. The reporter stated the pin comes off and the head moves, and he/she had the pin in his/her mouth. The consumer had previously used this particular version of the product. No symptoms developed.